Manufacturer narrative:
Evaluation: the product was returned for evaluation and found the device to be fully functioning. Deployment of the filter through a cannula was achieved without any difficulty. The device was also checked for other possible issues, but none were found. It is important to note that the embol-x protection cannulae's filter was deployed through a different cannula than the one the operator was filing the complaint about because they did not return the cannula along with the embol-x device. The root cause for this event could not be determined, as the cannulae was not returned for the provided filter. Instructions for use were reviewed and found to be appropriate. There were no nonconformances associated with the manufacturing of this lot. No corrective action is required since the defect could not be confirmed. However data from this complaint will be used for trending in future complaints. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated upon return of the device from the customer.

Event description:
The customer reported that there was no slippage of the filter on the embol-x aortic cannulae, necessitating replacement. No patient injury was reported